Event description:
Info received indicates the head of the bed will not move.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.